Event description:
The customer contacted beckman coulter, inc (bec) to report elevated troponin I (accutni) results for one (1) pt sample generated on their access 2 immunoassay system. The elevated accutni pt sample results were reported outside of the lab. It is unk if there was pt treatment impact associated with this event. Repeat analysis for accutni also yielded elevated results. The clinical presentation of the pt did not exhibit indications of heart disease. Qc results were recovering within the lab's established ranges both prior to and after the event.

Manufacturer narrative:
A field svc engineer (fse) was dispatched to the customer's site. The fse performed a preventive maintenance on the instrument and performed a sys check which passed instrument specs. The customer sent the pt sample to bec for analysis. Bec reproduced the results obtained by the customer. Bec performed heterophile antibody testing to determine if an interferent was present in the pt sample. The testing did not reveal the presence of an interferent. Bec tested the pt sample on a competitor's analyzer (abbott architect) which also yielded an elevated troponin I result. A root cause has not been determined for this event. This MDR represents event 3 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: 2122870-2011-05775, 2122870-2011-05776. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events.